Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead is kinked at 20.9cm(insulation is cut at 20.9cm with minimal blood visible in proximal conductor, occurred at reposition attempt), stylet stops at kink area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high thresholds. An attempt was made at repositioning the lead, but the stylet met resistance when inserted through the rv lead lumen. There was a confirmed loop or bend in the lead that the stylet couldn't push through. A fracture and insulation damage were observed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.